Event description:
The patient contacted animas on (B)(6) 2012, stating that the up arrow, down arrow and ok keypad buttons required multiple hard presses to engage. The patient noted that the ok keypad button symbol was worn off. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 - (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked display screen, which has no effect on insulin delivery function.